Event description:
The customer stated that an axsym anti-hcv reagent pack hinge on vial #1 was cracked causing a probe crash to occur. The customer replaced the sample probe and used another reagent pack from the same lot with no issues. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.